Manufacturer narrative:
The subject device was returned to omsc for investigation. The whole length of the guide catheter was stretched thin and it broke at about 1765mm from the distal end. There were many dents on the guide catheter and the pusher catheter. There was no abnormality in the manufacturing records of the same lot. Omsc assumes that the friction between the guide catheter and the pusher catheter increased due to raising the forceps elevator of the endoscope or the shape of the insertion portion. In addition, the doctor pulled it forcibly, thus it was broken. The device instruction manual has warned users of the correct use of the guide catheter. This report is being submitted as a medical device report in abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during positioning the stent on the papilla of vater, the doctor tried to withdraw the guide catheter from the endoscope but he couldn't. The guide catheter couldn't be removed from the patient's temporarily. The doctor pulled it with his strength and it was broken near the proximal port. The doctor withdrew the pusher catheter and then he could withdraw the guide catheter. He completed the procedure with another insertion kit. There was no report of patient injury.